Manufacturer narrative:
During device evaluation performed at zoll, the autopulse platform (s/n (B)(4)) failed the initialization (power-on-self-test). It was further noted that the operation firmware was corrupted and was unable to download the archive data. The root cause of the observed issues was the defective processor board, likely due to the aging of the device. The defective processor board pca assembly was replaced to address the problems. The load cell amplifier cabling was also replaced with a new version to be compatible with the new processor board. After replacing the processor board, the autopulse platform was further tested, and it intermittently stopped compressions and displayed user advisory (ua) 23 (compression will exceed 3 revolutions). The root cause of the ua23 advisory message was the defective motor controller board, attributed to the aging of the device. The defective motor controller board was replaced to remedy the fault. The autopulse platform was manufactured in march 2008 and is over 13 years old, well beyond its expected service life of 5 years. However, user mishandling/neglect cannot be ruled out as no documented report was found showing that regular preventative maintenance (pm) was performed since 2008. Performing regular preventive maintenance would help identify defective parts and prevent system failure. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. During visual inspection of the autopulse platform, it was noted that some of the screws on the bottom enclosure were missing. No other physical damages were observed. In addition, the lcd screen was blank and did not show the user interface (ui) menu with the backlight on. The root cause of this issue was the defective processor board. The platform was further examined, and it was noted that the power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During device evaluation and functional testing of the autopulse platform (s/n 21324) at zoll, the platform failed the initialization (power-on-self-test). During further testing, the autopulse platform stopped compressions and displayed user advisory (ua) 23 (compression will exceed 3 revolutions). No patient involvement.